Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient of unknown age and gender with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that blood was leaking from the catheter plug of the impella 5.5. The blood leakage has subsided, and the 5.5 is still in use. This event is being monitored by the staff. There was no harm to the patient.

Manufacturer narrative:
B.5 new information was received. D.6b explant date was added. D.9 device returned date/information was added. H.6 a new medical device problem code was added due to new information received. H.10 instructions for use were added for the new medical device problem code. The investigation has been completed. Impella 5.5 and purge cassette were returned for evaluation. Electrical testing was performed on the pump and two motor cable lines were found to be above specification. The pump red handle was opened and blood was present in the red handle. A hole in the catheter was present at the 20 centimeter (cm) mark. The returned purge cassette was connected to console and the pump was purged for approximately 20 minutes. In the first few minutes of purging, purge pressure was low with high flow but de-air of purge cassette was performed again and all connections were secured and purge pressure was able to normalize. No leaks were observed from the purge cassette while running in lab. No data logs were returned for analysis. Clinical details noted that blood leakage was coming from catheter plug and leaking was observed from purge cassette. The reported failure mode of "purge leak - pump" was a result of the blood leakage coming from the red handle and therefore there was no issue with purge leaking from the pump itself. No problem was found with the purge leak - pump. The root cause of the pump stop was due to an electrical short caused by blood ingress into the red handle from a hole in the catheter. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ a.3 revised as selection was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13196. E.1 revised address line 2 as it was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13196. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-13196 was submitted in accordance with updated procedures. G.2 selection was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13196.

Event description:
Additional information was received. It was further reported that fluid leakage occurred from the purge pressure transmitter of the purge set. It has been less than five days since it was replaced. Additionally, the pump stopped suddenly. The impella was exchanged as a result of the pump stop, and it was noted that the patient was stable after the pump was exchanged.